Event description:
A patient had an intraocular lens (iol) implanted into their right eye that resulted in a vision outcome 1.5 diopters off from the intended result. The aladdin product, an ophthalmic device intended to obtain biometric measurements, was used prior to surgery to determine what iol to implant. The device was set to a target refraction of -1.5 diopters, but the patient outcome post-surgery showed 0 diopter refraction. Although this end result does provide better vision for the patient than if they would have received iol with a -1.5 diopter adjustment, and therefore no harm occurred and additional surgery is not needed, it remains that the actual outcome is different from the intended outcome. It should be noted that there is a disclaimer in both the device user interface when using the related tool and the user manual (figure 43) stating that the iol calculator tool is to be used concurrently with a comprehensive ophthalmic examination, specific diagnostic tests, and measurements for the patient receiving surgery.